Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were capped and replaced due to low impedance values. Additionally, during the implant procedure, the right ventricular (rv) lead was attempted but not used due to high impedance values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 implantable pacing lead (B)(6) 1993. (B)(4).